Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effects of dissection is listed in the xience v everolimus eluting coronary stent system instructions for use (IFU) as a known adverse event. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a 99% stenosed lesion in the mid circumflex with moderate tortuosity and moderate calcification. Pre-dilatation was performed and the 2.5 x 15 mm xience v stent was implanted; however, a proximal edge dissection occurred. A 2.75 x 15 mm xience v stent was used to treat the dissection. The procedure was completed successfully with no clinically significant delay. No additional information was provided.